Manufacturer narrative:
D4 expiration date - added. H3 device evaluated by mfg - updated. H3 summary attached - updated. H4 manufacturing date ¿ added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned. However, the lot number was not confirmed as the packaging was not returned with the device. Visual analysis indicated that the coil delivery wire was kinked/bent and the main coil appeared to be electrolytically detached. Functional analysis was not required as the main coil was returned detached. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The coil was found prematurely detached during analysis. It is most likely that anatomical or procedural factors resulted the coil jammed and eventually detached when trying to remove. The event appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. Therefore, an assignable cause of procedural factors was assigned to the reported event.

Event description:
It was reported that the subject coil was unable to be detached by the power supply and after three attempts, the physician tried to remove the subject coil from the micro catheter, but the coil got stuck inside the micro catheter. The physician then retrieved the subject coil along with the micro catheter and the coil was found prematurely detached inside the micro catheter. The procedure was completed successfully and there were no reported clinical consequences to the patient.

Event description:
It was reported that the subject coil was unable to be detached by the power supply and after three attempts, the physician tried to remove the subject coil from the micro catheter, but the coil got stuck inside the micro catheter. The physician then retrieved the subject coil along with the micro catheter and the coil was found prematurely detached inside the micro catheter. The procedure was completed successfully and there were no reported clinical consequences to the patient.